Event description:
It was reported that during use, the device exhibited error code 41301. Troubleshooting was attempted but the alarm persisted. There was no patient harm.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 5/3/2024. D4: UDI updated. H6: evaluation codes updated device evaluation: one device was received. A visual inspection found the device in used condition without the tamper seal. During the functional testing, error code 41301 was found at power up. The most probable cause is a damaged pwa board. The pwa board was replaced as well as the motor, chassis gasket, battery door, optic switch and bracket, lens and lens seal, keypad, overlay, side label, rear label. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.